Manufacturer narrative:
All available information was investigated, and the reported difficult gripper actuation was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult gripper actuation appears to be related to procedural conditions (gripper line caught on gripper frictional elements). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 degenerative mitral regurgitation (mr) and a flailed leaflet for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient. While testing the grippers, a string became entangled with the clip and the grippers were unable to actuate. Troubleshooting was preformed. The clip was implanted, the final mr was reduced. There were no adverse patient effects or clinically significant delays reported.